Event description:
The pt with a history of kidney stones underwent left laser lithotripsy on (B)(6) 2017 for renal calculus. During the procedure, a small portion of the laser fiber broke off. Multiple attempts were made to grasp and extract the fiber without success. The pt was discharged home with instructions to f/u for repeat ureteroscopy in 3 weeks.